Event description:
Follow up information identified diagnostics revealed high impedances with readings over 3000 ohm.

Manufacturer narrative:
The reported event of lead fracture was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported the patient experienced ineffective stimulation after suffering a fall. Reprogramming temporarily provided relief, but then the patient experienced ineffective stimulation again. Diagnostics revealed invalid impedances. To address the issue, the physician explanted and replaced the lead with a new model on (B)(6) 2020. During the revision, the physician found that the old lead was fractured.